Event description:
It was reported that the patient presented with shortness of breath and lightheadedness in the emergency room (ER). During an interrogation attempt, it was noted that the pacemaker exhibited no radio frequency telemetry and premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability to interrogate and premature battery depletion were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.